Event description:
In 3/2003, the pt reportedly fell down and then could no longer hear anything. In 3/2003, the pt was seen at the center for device eval. External equipment was exchanged. However, the problem was not resolved. In 2003, the pt's device was evaluated by a co rep. Testing confirmed that the device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another clarion device.